Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the instrument broke off and fell inside the patient. The fragment was retrieved without patient harm, adverse outcome or injury. At this time, it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the system generated a "release the pressure of blade" message and ¿the white tip¿ of a harmonic ace instrument fell into the patient. The fragment was retrieved during the same surgical procedure with the da vinci surgical system. A back-up instrument was used to complete the procedure. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. It was installed on a universal side manipulator (usm) arm and was used for approximately 30 minutes with no noted instrument removal. The surgeon was gripping tissue and activating the instrument when the issue was observed. The entire fragment was retrieved and a post-operative test was not required.

Event description:
Refer toadditional for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have the white teflon pad detached and missing. The teflon pad measures 0.557" in length and was not returned with the instrument. Any inadvertent contact with staples, clips, or other instruments may result in damage to the teflon pad. The known common cause of this failure is mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.